Event description:
Patient had a boston scientific device and it did not work anymore and they probably have to have it remove. The device stopped working probably two years ago. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).